Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a large annulus with heavy calcification, the valve was deployed at optimal depth. The valve was under-expanded resulting in moderate aortic insufficiency (ai). A balloon aortic valvuloplasty (bav) was performed. The balloon subsequently ruptured after full expansion of the valve. Hemodynamics suggested the ai had worsened and echocardiogram revealed moderate paravalvular leak (pvl). It was suspected that the leaflets were damaged during the bav causing central ai, but this was not confirmed by echocardiogram. A second valve was successfully implanted higher in the annulus. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.